Event description:
It was reported that an in ilet user experienced persistent hyperglycemia, initially attributed to a high-carbohydrate meal, and during troubleshooting the user and agent found the infusion set cannula was completely bent and that the user had been inserting sets without removing the plastic cannula guard. Symptoms included high blood glucose over 400 mg/dl with nausea and shaking/ tremors. Outcomes included user education and a complete supply change with correct infusion set deployment. Investigation included guided troubleshooting and user education on proper infusion set insertion steps. Investigation of this case revealed an infusion set deployed incorrectly leading to a bent cannula and inadequate insulin delivery, associated with user error in not removing the plastic guard. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion technique.